Event description:
This is the same pt that was reported on medwatch #2028924-2007-00001. This report is for the second event on this pt. Physician reported that after device was implanted, the pt had continuing problems with inflammatory process/infection. No organism has been cultured to date. The physician has treated the pt with clindamycin (po), levaquin (po), augmentin (po), and cipro (po). At the time of last contact with physician, symptoms had not yet resolved.

Manufacturer narrative:
Reviewed device history records and sterilization records. Device history file review revealed no assignable cause for the reported event. Sterilization process was within specification, and there have been no other reports of infection involving this sterile lot. Product labeling warns of the possibility of infection.